Event description:
It was reported clinicians are receiving occlusion alarms when using bd compatible syringes. Clinicians will have to pull out the syringe and reinsert it multiple times. Issue appears to be happening with lipid infusions. There was patient involvement but no patient harm. Upon follow up with bd clinical practice consultant it was noted the occlusion alarms begin a "couple of hours" following the start of lipids. The lipids are typically running at a low flow rate without a pressure sensing disc being utilized. Customer is using 20ml syringes and not pump priming the lipids. Clinical practice consultant provided education regarding using the pump prime feature and other troubleshooting techniques.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.